Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. The power pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.